Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured on the collar and had to be removed from site 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information received identified that the event date was (B)(6) 2019.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified signs of wear from use about the implant threads, and the collar is fractured at one of the edges. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.